Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer also reported an unexpected restart alarm occurring. The customer's blood glucose was 154 mg/dl. Customer reported experiencing dry mouth from their blood glucose. Troubleshooting found insulin was able to exit with a push plunger. The insulin pump also did not alarm no delivery with a manual prime. Customer's alarm history also showed a signal too low alarm occurred. The customer was advised of a possible set/reservoir occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.